Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Functional quality testing was not performed since the attachment stopped working post production testing. Although an actual temperature reading was not captured for the complaint, the condition was confirmed by production personnel. Bearings failure, free roaming ball bearings and excessive debris most likely created friction within the head which resulted in temperature increase. It is reasonable to suspect gear function was compromised by the added debris inside the head which is evident from abrasive wear on the teeth of the gears. Additionally, the attachment failed all production requirements per (B)(4). An efficient amount of cooling water may not have been reaching the head due to the worn --rings. Also, a DHR review was conducted with no discrepancies noted.

Event description:
In this event a doctor reported that an estylus 1:5 handpiece overheated. There was no injury or intervention.